Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced non-recoverable system error code #23008. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
During the investigation conducted by the field service engineer (fse), a review of the system error logs was performed and the occurrence of system error code #23008 was confirmed. The fse determined that system error code #23008 was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers, which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeons' left hand (mtml) and one to his right (mtmt). The system was repaired by replacing the affected mtml. The system alarm (alarm generated fault code) functioned as designed and there was no injury to the pt. System error code #23008, appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci s in a "nonrecoverable safe state". The mtml was returned to isi for eval, however, engineering unable to replicate the customer reported failure mode. Based on the system error logs, the gimbal hall effect sensor was replaced as a precaution. As 08/27/2009, there have been no reported recurrences of the issue at this hospital.